Event description:
It was reported that there was a device sensing issue on the arctic sun device. They were getting an alert 113 (reduced water temperature control). Patient temperature was 33.3c, target temperature was 33.5c, water temperature was 27.5c, and flow rate was 0.4 l/m. Checked event log and they were getting alert 113 (reduced water temperature control). Reduced water temperature control and alert 02 (low flow). The nurse disconnected and reconnected pads using proper technique but flow rate still low. She flipped the connection and flow rate went up to 1.1 l/m and there were 4 bars on water level. They emptied 400cc off right drain port and put device in manual mode and set for 40c degrees. Water temperature went up to 36c and they put the device back into cooling mode. Per follow up 1 on 20sep2020 via (B)(6)- nurse, stated that once the water was removed from the device, the patient was able to maintain temperature and continue therapy with no further issue.

Manufacturer narrative:
Per additional information received bd has determined that this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a device sensing issue on the arctic sun device. They were getting an alert 113 (reduced water temperature control). Patient temperature was 33.3c, target temperature was 33.5c, water temperature was 27.5c, and flow rate was 0.4 l/m. Checked event log and they were getting alert 113 (reduced water temperature control). Reduced water temperature control and alert 02 (low flow). The nurse disconnected and reconnected pads using proper technique but flow rate still low. She flipped the connection and flow rate went up to 1.1 l/m and there were 4 bars on water level. They emptied 400cc off right drain port and put device in manual mode and set for 40c degrees. Water temperature went up to 36c and they put the device back into cooling mode.